Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pneumothorax, pleuritic pain, perforation, plasma thromboplastin antecedent and required a chest tube. It was reported that one day post implant the right ventricular (rv) lead exhibited a pacing threshold increase. The rv lead was explanted and replaced. The replacement of rv lead exhibited a rising/high threshold, no capture and suspected micro perforation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.